Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. The home patient (hp) stated that they accidently pressed go to start the initial drain before connecting and then right afterwards they connected. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4)

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 and 2367; which occurred on the homechoice during use, during initial drain. The home patient (hp) stated that they accidently pressed go to start the initial drain before connecting, and then right afterwards they connected. The alarm sounded. The baxter technical service representative (tsr) explained the alarms, and had the hp cycle the power twice. The tsr then explained to the hp they would have to start over with new supplies. The tsr advised them to contact the registered nurse (rn) within 24 hours. The hc was okay. This writer was contacted by the home patient (hp) (B)(6) 2011 regarding the reported problem. The hp stated that it reported problem was do to their error, they pressed a button. They did start over with new supplies, everything went fine. The hp stated they have not had any further problems since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.